Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported on the adc device. A caller reported that a low scan was received on the sensor and as a result, they felt bad and were hypoglycemic. The customer further reported that their blood glucose was high but the sensor was indicating low and they were seen at the emergency room where they received medical treatment. The customer disconnected the call therefore, treatment details were not provided. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported on the adc device. A caller reported that a low scan was received on the sensor and as a result, they felt bad and were hypoglycemic. The customer further reported that their blood glucose was high but the sensor was indicating low and they were seen at the emergency room where they received medical treatment. The customer disconnected the call therefore, treatment details were not provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.